Event description:
The user heard a very loud noise followed by a constant humming sound and she switched off the audio processor. She tried it again the following day but with the same issue. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturers experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user heard a very loud noise followed by a constant humming sound and she switched off the audio processor. She tried it again the following day but with the same issue. The user has been re-implanted.